Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a call was received from a patient¿s (pt) family member who reported that the pt while using the acuvue oasys brand contact lenses had an ¿eye infection.¿ the pts family member reported that the pt had ¿cuts on the cornea¿ and the eye care provider (ecp) prescribed antibiotics and steroid drops. The pts family member reported that the pt had discarded the suspect product. On 30aug2016 a call was placed to the pts family member and additional information was provided as follows: the pts family member reported that the ¿experience started in (B)(6) 2016.¿ the pts family member reported that the pt had ¿spots and sores on his/her cornea.¿ the family member reported that the pt experienced red eye and eye pain. The pts family member reported that the pt has been seen multiple times. The pts family member also reported that the pt changes the lenses every two weeks and does not sleep in the lenses. On 01sep2016 a call was placed to the pts treating ecp and additional information was requested. The pts medical records were received on 01sep2016. Medical records summary: date of visit: (B)(6) 2016. Dob: (B)(6). Chief complaint: bi: reports watery discharge, timeline 3-4 days; bi: reports red eye, timeline 3-4 days; reports scratchy gritty eye, timeline 3-4 days. Ocular complaint: bi: chief complaint: pt reports a sandy or gritty sensation in their eye(s). Location: there are multiple conjunctival areas affected. Quality: the symptoms are worsening. Severity: 6 (10 being worst). Duration: the symptoms have been constant in nature. Onset: the symptoms began 3-4 days ago. Context: the symptoms are present or worsen when wearing contacts. Modifying factors: nothing seems to reduce or eliminate the symptoms. Ocular symptoms: patient here for medical. Patient reports discomfort, redness, scratchy/gritty sensation and watery discharge in ou. Patient states symptoms began 3-4 days ago while on vacation and wearing contacts (oasys). Patient took contacts out (oasys) fa few hours ago. Patient was able to wear the 2 days of av 1 day moist that he had left at the beginning of vacation with no problems. Patient keeps contacts in 8-12 hours daily when wearing. Ocular history: no ocular history exists except: ou: giant papillary conjunctivitis, ou infiltrative keratitis (B)(6) 2016. Allergens: seasonal. Presenting spectacle rx: (r) dva: 20/20-, (l) dva: 20/20-. Color discrimination: color vision was found to be normal. Eye movement skills: saccades 4+, smooth and accurate. Pursuits 4+, smooth and accurate. External exam: confrontation fields are full in all quadrants. Facial symmetry exists. Ocular adnexa and nodes are normal. Eyelids and lashes clean, healthy, and free of defects. Extraocular muscle motilities and version full. Pupils are equal, round and fully reactive to light. Slit lamp exam: tears demonstrate normal surface qualities and chemistry. Corneal epithelium, stroma and endothelium clear and healthy. Bulbar and palpebral conjunctiva are healthy and white. Chambers are deep and free of cells and flare. Iris appears healthy, normal anatomy and convexity. Lens, both capsules, cortex, and nucleus are normal for age. Cornea: bilateral: areas of punctate epithelial keratitis are noted. Posterior segment exam: vitreous body clear for age and fully attached. Nerve head well profused, with good rim tissue. Healthy macula with no edema or degenerative pigmentation. Healthy peripheral retinal structures and vasculature. No drusen, exudate, hemorrhages or evidence of retinopathy. Impression: bilateral: bacterial conjunctivitis secondary superficial punctate keratitis. Therapeutic rx: pred forte 1 drop in both eyes qid for 7 days; zymaxid 1 drop ou qid for 7 days. Date of visit: (B)(6)2016. Examination: chief complaint: the patient reports a sandy or gritty sensation in their eye(s). Location: there are multiple conjunctival areas affected. Quality: the symptoms are improving. Severity: 1 (10 being worst). Duration: the symptoms have been constant in nature. Onset: 2 weeks ago. Context: worse with contacts. Modifying factors: leaving contacts out, using medication as prescribed. Ocular symptoms: patient reports all symptoms have resolved. Patient has not had contacts in since last exam. Patient states when using oasys lens prior to exam symptoms seemed to increase. Gave trials of av 1 day moist to see if any relief; patient was able to wear contacts for a few days with no issue. Patient used pred forte and zymaxid as prescribed in ou with no side effects. External exam: confrontation fields are full in all quadrants. Facial symmetry exist. Ocular adnexa and nodes normal. Eyelids and lashes clean, healthy and free of defects. Extraocular muscle motilities and versions full. Pupils are equal, round and fully reactive to light. Slit lamp exam: tears demonstrate normal surface qualities and chemistry. Corneal epithelium, stroma and endothelium clear and healthy. Bulbar and palpebral conjunctiva are healthy and white. Chambers are deep and free of cells and flare. Iris appears healthy, normal anatomy and convexity. Lens, both capsules, cortex, and nucleus are normal for age. Cornea: bilateral: areas of punctate epithelial keratitis are noted. Impression: bilateral: bacterial conjunctivitis and superficial punctate keratitis¿not quite resolved. Patient to continue use of av 1 day moist vs oasys to see if continued wear is possible. Treatment cornea: bilateral: rx steroid drops as directed x 4 days. This report is for the pts od event. The pts os event will be reported in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lc24 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.